Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was frailty.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. No autopsy was performed, and the device was not explanted. There were no alarms for this event. Additional information revealed that the patient¿s death was not considered to be device related, as the device operated as expected. It was reported that the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of hm 3 lvas, including stroke, bleeding, thromboembolism, and death. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the source of the patient's bacteremia was their medtronic crt device; cultures were positive for staphylococcus epidermidis and klebsiella pneumoniae. The patient also had a history of atrial fibrillation prior to their left ventricular assist device (lvad) implant.

Event description:
Additional information: it was reported that the patient experienced an ischemic stroke on (B)(6) 2022; the stroke manifested with a sudden onset of fever, shivering, hypotension, facial paralysis, dysarthria and hemiplegia. A computerized tomography (CT) scan showed a minor left hemispheric stroke with no significant obstructions. The use of fibrinolysis was ruled out as the patient was anticoagulated, and a thrombectomy was rule out due to the presence of proximal thrombi that had exceeded the pulmonary circuit. The patient's stroke later converted into a hemorrhagic stroke on (B)(6) 2022; the patient presented with left hemispheric syndrome and subsequent impaired consciousness. Both stroke events were thought to have been caused by a combination of multiple patient factors, including atrial fibrillation, signs of endocarditis caused by a cardiac resynchronization (crt) device with vegetation at the right ventricular lead, bacteremia and sub-therapeutic levels of anticoagulant therapy. The patient's hemorrhagic stroke was treated conservatively due to the patient's poor prognosis. The patient ultimately passed away on (B)(6) 2022. The cause of death was frailty and stroke.

Manufacturer narrative:
H6: health effect clinical code - bacteremia. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.